Manufacturer narrative:
Additional information was requested and the following was obtained: did the reservoir have adequate suction: no information. How was the issue addressed: no information. Was a new reservoir replaced: no information. Was there any negative consequence to the patient: no, there was not.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a mammectomy procedure on unknown date and the reservoir was connected to a drain. After the procedure, a waste fluid failure occurred since the reservoir did not completely swell up when the drain was removed from the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. All components are in place and in good condition as well as the end device functionality. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined due to defect was not confirmed.